Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and exchange from textured to smooth.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth. Device remains implanted.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, yellow particles in the shell and opening on posterior. Leak test and microscopic analysis was performed which identified: sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
The device has been explanted.